Event description:
Boston scientific received information stating. The lead was replaced because of high threshold measurements and lead dislodgement. A new ra lead was implanted. (B)(6). Implant date-(B)(6) 2009 event date-(B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).